Event description:
It was reported that during the pulse field ablation atrial fibrillation with farapulse procedure to treat atrial fibrillation. The farawave catheter would not fully deploy to flower, so the catheter was replaced. While inserting the wire into the replacement farawave catheter it felt "tight" but was able to go all the way out the distal tip. We then deployed to flower and undeployed with no issues. After that the physician tried to push and pull the wire and it wouldn't move, it was stuck inside the farwave. Eventually they were able to get the wire out but it was not usable for the case.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time.